Event description:
Overdelivery due to operator error reported: the pump was programmed to infuse 50.0ml morphine 1.0mg/ml at 1.0ml/hour. The customer contact did not know whether the morphine was infusing on the primary or the secondary line. It was reported that the pump alarmed "empty" approx 15 hours after the fluid container was hung. According to the customer contact, the pt was found oversedated and required narcan 0.4mg intravenouspush to reduce the narcotized state. There was no info related to respiration rate either before or after the reported event. The customer contact would not share any details related to the operator error. The physician discontinued intravenous pain management therapy after the event and there was no info available related to alternative pain management orders. Though requested, there was no additional info available.